Event description:
The tech set up to do a static standard image and total body to follow. The static was completed and then contoured for a total body then performed a total body with no problems. The acquisition was completed. Tech set up the pt to do pictures of the arms. To do this view, facility frequently turns the camera head from zero to 90 degrees position and then lowered to stomach. The tech then hit start not realizing the bone protocol was set up. She hit stop and this is when pt's stomach was pressed for a second. Add'l info received 5/28/99: the technologist completed a static acquisition and then set up and contoured for a total body bone scan. The total body scan was performed and completed without incident. The same pt was then positioned to do a static acquisition of the arms by moving the camera over the upper abdomen with head 1 turned to a 90 degree position and lowered almost touching the pt's abdomen (the pt's arms were raised up and resting against head 1). The tech pressed the start button on the hand control, thinking that a static acquisition had been qued to follow upon completion of the total body scan, head 1 then began immediately to lower and press into the pt's abd and lower ribs. The emergency button on the console was pressed after approximately 2-3 secs. The safety pad on head 1 was unable to engage due to the camera's head position. The table was lowered after 1-2mins of difficulty trying to raise the camera head using the hand control. On 6/9/99 tech stated that he knew facility was not performing the acquisition properly by turning the side of the detector head toward the pt where no safety pads exist. He also stated that the pt probably sustained some broken ribs as a result of this action (this was not stated in the previous report from him).